Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 310 cc breast implant (l) and an unspecified mentor saline breast implant (r). The patient experienced capsular contracture and deflation on the left side and the right-side device as being ¿flat at top and heavy at the bottom¿. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2019. This report is for the right side.